Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose was 183 mg/dl. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, the customer will continue to use current pump until replacement arrives.